Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was deleted. A field service engineer unplugged the row board cable, reconnected and reassembled the drawer to the bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system station auxiliary drawer 4.2 was inadvertently deleted by the nurse. A customer reported that the user was able to obtain the medication from a different station which caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that auxiliary drawer 4.2 failed. A field service engineer observed that the drawer was visible, yet the cubies were not. I proceeded to remove the backing of the drawer and disconnected the row board cable for several minutes before reconnecting it. After reassembling the drawer, I connected the bus cable and powered up the station. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station auxiliary drawer 4.2 was inadvertently deleted by the nurse. A customer reported that the user was able to obtain the medication from a different station without causing any delay in patient care. There were no adverse events or injuries reported based on this event.